Manufacturer narrative:
During the evaluation of the device by the dmte field service technician, the reported failure could not be reproduced. The complete unit, including the visual warning system, was confirmed to function correctly during the device evaluation. A review of the device service history did not show any such failures occur prior to the noted event. The system control panels and relating components were replaced as a precautionary measure. It was noted that the manual increase of intensity level while applying shock waves is an intended mechanism in the mode, "kv change on fly" for the dornier gemini. The patient was monitored by the hospital after treatment for possible injuries with no serious deterioration in state of health was observed. No fault with the device as manufactured could be found. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
"The user informed dornier that during treatment, the shockwave intensity increased autonomous from 05 to 14 (highest intensity). The treatment was abandoned."